Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 10 am for high blood glucose levels. The customer's blood glucose level was 445 mg/dl, she had extreme thirst, nausea, and ketones. She was dehydrated and low on sodium. She was treated with a salt water drip. She was wearing her insulin pump at the time of the emergency room visit. At the time of the report, the customer's blood glucose level was 405 mg/dl. The customer received a button error alarm and a no delivery alarm from her insulin pump. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. No excessive no delivery alarms noted. The unit functioned properly. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. The unit was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.